Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture and a high threshold was recorded. There was also oversensing as the lead was sensing atrial activity in bipolar, but sensed the r wave unipolar. The right atrial (ra) lead was reported to have high thresholds and far field r wave oversensing. Reprogramming has been performed and both leads remain in use, however, a lead revision has been scheduled. The patient has been getting some low pulse rate readings. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074 implantable pacing lead implanted: 2013 (B)(6). (B)(4).